Event description:
Customer reported issue with continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and customer successfully restarted their sensor session with no further errors.